Event description:
Caller states the patient tested 3.7 inr on the coaguchek xs system and 2.3 inr on the comparison lab. Caller states that the patient was treated in an unspecified way based on the meter results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Surgeon reported event as "eroded".